Event description:
It was reported that the patient burned their modular cable. Log file review was requested and there were no unusual events recorded in the log file event history along with no evidence of any type of driveline conductor issues. Technical services noted that the damage to the driveline was cosmetic only at the time. Some minor cuts on the system controller power cable leads were also noted. It was stated that the modular cable would be fixed with rescue tape.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: the reported event of the system controller¿s power cables being superficially damaged was confirmed via the image provided by the customer, as a few small cuts were observed on both controller power cable outer jackets. The provided log file contained data spanning approximately 3 days (12feb2024 ¿ 15feb2024 per timestamp). The pump operated at intended speeds while connected to the driveline, and no atypical events were observed. The system controller (serial number (B)(6)) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the controller was not exchanged, and the observed damage did not cause anything atypical to occur.